Manufacturer narrative:
The patients weight was not provided. (B)(4). Approximate age of device: 1 year and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient have been feeling fatigued for the past month and was admitted to the hospital on (B)(6) 2017 due to a driveline infection. The lab test cultures performed were negative and no active infection was noted. The patient was treated with oral doxycycline for 7 days. Additional information was requested but not provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported elevated driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.